Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
A patient reported blood glucose results of "161, 143 and 79 mg/dl" with a lifescan meter, performed within 10 minutes of each other.